Event description:
It was reported that during testing conducted by a field service technician at the manufacturer facility, the device ran without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. It was reported that during testing at the manufacturer facility, the device was found to have a hole in the hose which passes air and lubricant. As this event occurred during testing there was no patient involvement and no delay to a surgical procedure.